Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No frozen screen, bolus suspend, sound anomaly or failed battery test alarm was noted during our testing. No moisture damage was noted on the electronic assembly.

Event description:
It was reported that the customer was playing with water guns and the insulin pump is not working. It was stated that there is a display on the screen but it is frozen. Also that there are very small water drops inside of the insulin pump. It was reported that the buttons on the device are not responding. Blood glucose is 98 mg/dl. No alarms occurred during or after the time that the buttons were not responding. A failed battery test occurred after the battery change. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.